Manufacturer narrative:
Additional information has been requested. Initial implant date reported as august 2009. Device was not explanted. Date of manufacture can not be determined without a part number and not number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Device is the subject of a recall.

Event description:
Surgeon reported that a patient implanted with a synex ii, is experiencing device collapse. Reportedly, the cage in the november film appeared to have been more expanded than the cage in the february x-rays. Reportedly, the device appears to be in contact with the endplates. Surgeon plans to monitor the patient and does not plan to revise at this time.